Manufacturer narrative:
The device was returned for evaluation and inspection. No external device damage was identified. The battery was found to be slightly swollen. However, this did not affect the operation of the device. Control solution testing was performed using control solution and test strips. No device inaccuracy was identified.

Manufacturer narrative:
Control solution test was performed via telephone with the patient. Control solution test results were within the specified range. Device return has been requested from the patient. Follow up report will be sent upon investigation results.

Event description:
Patient checked blood sugar using the biotel care blood glucose meter and got a result of 246 mg/dl. Patient took 2 units of insulin and ended up passing out on the floor. Patient was taken by ambulance to the hospital to stay overnight.